Event description:
Procedure type: pulmonary artery application. According to the reporter: when the surgeon applied a multifire 30 endo gia stapler with a vascular loading unit on the pulmonary artery, the stapler fired but did not open causing a tear in the pulmonary artery. The tear was repaired.

Manufacturer narrative:
(B)(4).